Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was high/undefined. Additionally, noise, oversensing, short v-v intervals, and high threshold were also noted. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.